Event description:
Information received indicates, the head section is drifting.

Manufacturer narrative:
The technician replaced the head drive to repair the bed due to a mechanical failure within the drive.